Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The inner cutting mechanism does not slide out far enough to create a hole to allow the cable to pass threw.

Manufacturer narrative:
An event regarding assembly issue involving a d/m flush cutter was reported. The event was confirmed. Method & results: device evaluation and results: a functional inspection determined the device was fully functional. The instrument was returned misassembled as the hole for the dall miles cable to pass through was partially blocked. The dall miles cutter was disassembled and reassembled in the proper manner. Dall miles 2.0 mm cable lot # 41741901 cat. # 6704-8-240 was used to perform the functional and the cable did pass through the hole. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the device was assembled improperly causing the instrument to be non functional. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The inner cutting mechanism does not slide out far enough to create a hole to allow the cable to pass through.